Event description:
All attemps to the neurologist for further information have been unsuccessful to date.

Event description:
Reporter indicated a vns patient was having increased seizures above pre-vns baseline seizure levels. The patient has had 5 seizures so far this year as opposed to the last 2 years, when the patient did not have a seizure during those two years. There were no medication changes. It was unknown exactly when the seizure increase began, and it is unknown what to attribute the seizure increase to. The vns duty cycle was increase as an intervention for the increased seizures. The plan of care is to continue to monitor the patient monthly. Attempts for further information are in progress.